Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their device was removed on (B)(6) 2017. This conflicts with the previously reported date of (B)(6) 2017. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional and previously reported information was received from the patient. It was reported that their device didn¿t work like it was supposed to work and it was replaced. The patient mentioned the previously reported kidney stones in each kidney. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was still confused about how to use patient programmer (pp). Patient had a personnel assistant (pa) helped them with pp for years and did not have them anymore and needed to learn to use pp on their own. Patient wanted to know if they had to turn pp off after making adjustments. Patient had experienced a loss of therapy. Ins was on. Patient had set their device but it was not doing any good. Patient had increased and it was still not working. Patient wanted to know if they should increase or start back at 2. It was verified if patient was feeling stimulation and patient could be feeling a slight burn. Patient started experiencing slight burn since they made increased their settings. Patient was advised to decrease the stimulation if it was uncomfortable and they decreased stim to 3.5v. If stim was now comfortable and patient also asked if they could tell the difference in stim right away and reviewed it take a while for the body to get adjusted to stim settings once an adjustment was made. Patient thought that their battery was getting close because last time doctor checked their battery 2 - 3 months ago (confirmed 2016), they were told battery had 0-7 months left. Patient was close to the battery being dead. Patient stated that previous from seeing doctor, they had a stone and was aware of the stone. Patient stated that they still had some of the stone and was aware of it because they had an attack in (B)(6) 2016; and further states around (B)(6) 2016. Patient was under the care or another urogynecologist. Patient had the attack and they learned that this doctor did not treat stones and so had to go back to her old urologist. Patient stated (B)(6) 2016 was when they were confused with how to use pp because their former doctor's pa helped them with her pp and no longer sees them. Patient saw doctor on (B)(6) 2017. They finished her 8th round of antibiotics since (B)(6) and on low maintenance for 90 days. Patient did not know what circumstances led to going more frequently, kidney stones and uti. Patient was having problems with leaking for a year. Patient stated no steps have been taken to resolve going more frequently, kidney stones and uti. Patient stated no steps have been taken to resolve their battery reaching end of life.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor issues. It was reported that beginning in the spring, 2016 the patient started having problems of going more frequently and experienced a loss or change of therapy. The patient stated that they are having some problems and had to go every two hours during the day and was going 4 times a night. In (B)(6) 2016 the patient went to an uro gynecologist and was going to have their lead/battery replaced but in (B)(6) they had a kidney stone attack. Since then the patient changed doctors because their doctor did not treat kidney stones. The patient stated that it took two weeks to get rid of the stone and at the time of the report the patient still had 2-3 stones in their kidney. Additionally, in (B)(6) the patient had a uti and was put on antibiotics. The patient has been on 7 antibiotics since (B)(6) 3-4 times a day. At the time of the report the patient was on cephalexin 500mg two times a day until the friday following the report. The patient stated that their doctor gave them an rx to continue to take cephalexin 250 mg one time a day for 90 days after friday. The patient stated that they went to the doctor on (B)(6) 2017 and their doctor told them that their bladder was nearing end of life with 0-7 months left. The patient was told to turn their stimulation off. With stimulation off the patient went to the bathroom at 10:40pm before going to bed and then did not get up until 4am. Then the patient woke up at 7:50am and went and then again at 9am, 10:35am, and 12:30pm. The patient stated that they did not go to the bathroom as much last night with the stimulation off. The patient would follow up with their healthcare professional.